Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results. The results were as follows: (B)(6) 2015: inratio=1.5 then minutes later inratio=2.1. Patient self tester's therapeutic range is: 2.0-3.0. It was noted that multiple finger sticks were performed on the same finger; multiple drops of blood were added. Patient self tester stated that he is not concerned with the results he received and his doctor is not concerned with his results either because he is slightly anemic. However, he was advised that the precision might need to be questioned.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets release criteria. The product performed as expected. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. It was reported that the patient was anemic. This condition may impact the performance of the assay. Although root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.